Event description:
Patient was being treated for back pain with morphine (concentration unknown) at a dose of 2mg/day delivered using an intrathecal catheter and pump. Patient had been admitted to the ER with symptoms consistent with withdrawal. First onset of symptoms occurred in 2006. The patient was treated with IV morphine and discharged with oral meds. Additional information from a hcp (2007) indicated the pump and catheter had been evaluated and found to be functioning properly based on a dye study and reservoir volume checks. The patient continued to have symptoms and multiple admissions for treatment. Because the patients symptoms could not be controlled using the intrathecal system, his physician scheduled surgery with plans to replace the pump and further investigate the catheter. The physician noted that, during surgery to replace the pump (original month in 2006), a pinhole leak was discovered in the catheter and indicated it would certainly explain the patient's problems. The leak was repaired. The patient recovered without sequela. Pump reported under report 6000030200602152.

Manufacturer narrative:
This report is being sent following an internal audit.